Event description:
Complainant alleged that during patient monitoring (age & gender unknown) a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of pads to continue treating patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.